Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause was a defective ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope communication error b30. The issue occurred during reprocessing. There were no reports of patient involvement.